Event description:
The complainant reported the patient was on impella 5.5 support and during support, some blood was noted to be leaking from the red impella plug of the 5.5. During implant, the doctor went back to fix the graft anastamosis after the 5.5 was already placed. It was assumed that they potentially nicked the catheter when re-suturing the graft, causing blood to leak into the catheter down to the red impella plug. Knowing that the microchip within the plug is on the underside of the plug, the plug was inverted with the serial number towards the ceiling and the logo towards the patient's skin, tilted at an angle to help the plug drain and to protect the microchip. Blood stopped oozing from the plug on the same day about an hour after this was noticed. It is assumed that the catheter has since clotted off. There has been no blood noted since and the device has been working perfectly. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of product damage (hole in catheter) has been completed. The impella device was not returned for evaluation. Log review showed no abnormalities related to the hole in catheter. The root cause of the product damage was not determined since the product/images were not returned. A.1 revised patient identifier as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25957. E.1 revised first and last name as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25957. H.4 revised device manufacture date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25957.